Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.2 in the auxiliary cabinet had its head pockets off the grid and off the bus. A field service engineer removed the rear panel from drawer 3 in the auxiliary cabinet, disconnected the board cable from the drawer controller board, cleaned the connector, and reconnected the cable. The rear panel was then reattached to the drawer. The drawer was plugged back in, and the station turned on. User verified that the pockets were back online. The drawer was confirmed to be functioning normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3.2, which contains multiple pockets, was not displaying on the grid and appears to be off the bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.